Manufacturer narrative:
Additional information- b5: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault with refractive surprise. The lens was explanted and at a later time a shorter length lens was implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, with refractive surprise and elevated iop without pupil block. The lens was explanted and at a later time a shorter length lens was implanted. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Over/under correction, iop elevation from baseline and secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim: (B)(4).